Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range impedance on the right atrial (ra) lead channel measuring above 3000 ohms. Technical services (ts) recommended further in-clinic evaluation. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range impedance on the right atrial (ra) lead channel measuring above 3000 ohms. Technical services (ts) recommended further in-clinic evaluation. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the cause for the impedance oor was a ra lead fracture. The physician opted to explant and replace the lead. This device remains in service.